Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. Nine days after the onset of peritonitis, the patient was discharged from the hospital. Fifteen days after the onset of peritonitis, the patient stopped antibiotic treatment. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). After ten days of hospitalization, the patient was discharged (previously, the hospitalization was reported to last nine days). Should additional relevant information become available, a supplemental report will be submitted.